Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e601 analyzer. The patient's sample was processed through the customer's p612 device and tested in a sample cup. The patient's initial hcgb result was 1.37 miu/ml. On 12/06/2012, the patient had an hcgb result of 27.11 miu/ml. Due to the difference between these results, the patient's sample from (B)(6) 2012 was repeated and the result was 4.96 miu/ml and this result was reported outside the laboratory. The patient was not adversely affected by this event. The hcgb reagent lot number was 167584 and the expiration date was 07/30/2013. The analyzer's voltages were checked. Two precision tests were performed. Both patient samples were retested and the results matched for the sample from (B)(6) 2012 and the repeat result from (B)(6) 2012. It was noted the customer was not running the sample tubes with the recommended rack adaptors.

Manufacturer narrative:
A root cause could not be determined with the information provided. The quality control results were within range. The calibration signal for cal2 was low but acceptable. There were no reagent issues evident. It was noted the customer was only allowing the samples to clot for 15 minutes. It was noted the customer was centrifuging the sample at 5000 rpm for 9-10 minutes. There was no indication of an instrument issue.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.